Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the doctor that the device did not have sufficient power to perform the coag function. Unit sent for repair. No adverse event reported. No additional information available. 1216677-2024-00009 lp-20-120 leep (B)(4).

Event description:
No additional information is available.

Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3, h4, h6, h11 distribution history: the complaint product was manufactured at csi on (B)(6) 2020 under work order (B)(4) and sold on (B)(6) 2020 as part of a lp-10-120 system. Manufacturing record review: DHR-280414 was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on the attached repair paperwork this unit was at csi on (B)(6) 2024. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found to function properly. Root cause: root cause not applicable as the complaint condition was not confirmed. Corrective actions: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.